Event description:
Country of complaint: (B)(6). Thread breakage.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Samples received: 1 unopened pouch. There are no previous complaints of this code/batch. There are no units in OEM stock. Pack received is tight. We have tested the knot pull tensile strength of the sample received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.